Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was hospitalized due to hypervolemia at the end of (B)(6) 2021. This left ventricular (lv) lead had pace impedance measurements that started at 1,500 ohms, rose and then gradually dropped to 1,500 ohms. A month later, it rose from 1,500 ohms and triggered a lead safety switch (lss) due to a high out-of-range pace measurement of 2,020 ohms. The presenting electrogram (egm) showed lv loss of capture (loc) in e1-e2. Lv is now sensing 1-2 and pacing 2-4, the pace impedance measurement was 1,487 ohms, and lv threshold measurement was .9v. Technical services (ts) recommended turning off lv lss or increasing the alert value to 2,250 ohms. This lv lead remains in service. No adverse patient effects were reported.